Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx leaked. The following information was provided by the initial reporter: this is a report about leakage from the patient who switched from micro-fine plus to pro. When attaching the pen needle to the pen, drug leakage occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-25. Investigation summary: one sealed 32g x 4mm pen needle sample and two photos were returned from lot. No. 0119877, cat. No. 320559. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx leaked. The following information was provided by the initial reporter: this is a report about leakage from the patient who switched from micro-fine plus to pro. When attaching the pen needle to the pen, drug leakage occurred.